Manufacturer narrative:
According to the instruction for use for citadel bed (IFU, 830.213): "check operation of the safety sides daily." The review of post-market surveillance data revealed that the main factor that could lead to the side rail damage might be related to an excessive force applied to the side rail (eg. Collision with the door). This is in line with the side rail condition, it was mechanically damaged (the panel was partially ripped off the metal bed frame, and pin was detached from the frame). The circumstances in which the event occurred are not known, however the analysis of the complaints indicated that the external excessive force must first compromise the integrity of the safety side prior to breaking it. Arjo device failed to meet its specification due to malfunction reported. The device was not used for the patient's treatment when the event occurred. The complaint was assessed as reportable due to the safety side detachment from the frame. No injury was reported.

Event description:
It was claimed that the safety side was damaged and that they can not use the bed settings. There was no indication that the bed was used for treatment at that time. No injury was sustained. The arjo representative during the bed pick-up found that the safety side mounting screws were partially ripped off and the upper pivot pin was detached from the frame. The device was swapped, and the bed was repaired. It is unknown under what circumstances the head side panel detached from the metal bed frame. According to the information received, the facility did not provide any details regarding the event.